Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock and other untreated episodes due to t wave oversensing before a ventricular tachycardia (vt) ablation. The health care providers were concern that the patient may get recurrence of vt and wondering if the patient should change to a transvenous implantable cardioverter defibrillator (ICD) again or a cardiac resynchronization therapy defibrillator (crt-d) system. The technical services (ts) indicated there were no episodes after de ablation and recommended a 3 month follow up as per latitude configuration or patient symptoms reported. This s-ICD remains in service. No adverse patient effects were reported.